Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low na results were obtained on a patient sample on a dimension exl with lm instrument. Siemens determined that the quality controls (qcs) were within specification on the day of the event, and that the customer had replaced the integrated multisensor technology (imt) sensor. A customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced imt pump head, calibrated pump rate, ran quality controls and previously discordant samples to verify functionality, resulting acceptably. The customer reported no new discordant sodium results since the cse service. A malfunctioning imt peristaltic pump head may have potentially contributed to the discordant, falsely low sodium results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The sample was auto-repeated on the same instrument, resulting in another discordant, falsely low result. The discordant results were reported to the physician(s), who questioned the results. The sample was repeated twice on the same instrument, resulting higher. The repeat results were reported, as correct results, to the physician(s). The sample was also repeated twice on an alternate dimension instrument, resulting higher than the discordant results. The repeat results on the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.